Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The physician advanced the 2.50x12mm liberte bare stent to the right coronary artery (rca); however, the device was unable to cross the lesion and the shaft broke. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "stable". Additional information was requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.